Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient fell in the bath tub approximately 3 months prior to the report date, and during the fall the pump area was hit. The patient subsequently had an increase in pain, but no withdrawal symptoms. Approximately 1.5 months after the fall, the patient went in for a pump refill, and at that time he had a pump pocket full of old blood. The pain level after the fall remained the same and the patient¿s pump at that time was filled with saline and set to a minimum rate. The patient had the pump replacement on (B)(6) 2013 because of this pocket full of blood. There was no volume discrepancy noted with the drug. The pump device was used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
(B)(4).